Manufacturer narrative:
Non-reportable rationale: based on additional information received from dr. (B)(6) on 7-august-2018, it was confirmed that the wingspan stent performed as intended and was not directly related to the vessel perforation and subsequent adverse events but that the vessel perforation was due to a guidewire (unknown manufacturer) placed into a small perforating vessel. Therefore there is no allegation against the wingspan stent. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a patient underwent elective basilar artery stenting for a mid-basilar stenosis a 55 to 60%. Basilar angioplasty and stent placement were performed. The procedure was complicated by a basilar artery perforation with extravasation/intracerebral hemorrhage. Follow up arteriogram demonstrated a large pseudoaneurysm in the region of the basilar apex. Attempt was made to tamponade the bleeding with a temporary balloon inflation in the basilar artery but unsuccessful at producing any durable occlusion of the basilar artery rupture. The patient was taken to intensive care unit in critical condition. After discussion with the family, it was elected to withdraw care. The patient expired the next day.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient underwent elective basilar artery stenting for a mid-basilar stenosis a 55 to 60%. Basilar angioplasty and stent placement were performed. The procedure was complicated by a basilar artery perforation with extravasation/intracerebral hemorrhage. Follow up arteriogram demonstrated a large pseudoaneurysm in the region of the basilar apex. Attempt was made to tamponade the bleeding with a temporary balloon inflation in the basilar artery but unsuccessful at producing any durable occlusion of the basilar artery rupture. The patient was taken to intensive care unit in critical condition. After discussion with the family, it was elected to withdraw care. The patient expired the next day.